Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). As part of each complaint investigation, the manufacturer performs an analysis to determine the root-cause of the reported problem. Depending upon the information provided, a true root-cause may or may not be determined. In these cases, the most-likely cause of the reported issue would be determined. Other known issues that are inherent to the business operations, typically ones that are related to shipping, handling, customer service, or other, are internally tracked and continually trended for unusual increases. As a result of the above investigation, the manufacturer has concluded the following as the root-cause or most likely root-cause of the reported complaint condition: root-cause or most likely root-cause cannot be determined based upon the information provided. The reported product experience condition cannot be verified. No product was returned, and physical evaluation cannot be performed; therefore, no findings are available. The issue is being tracked and trended with no further actions taken at this time. H3 other text : product not returned.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: patient weight unknown / not provided. D1: brand name unknown / provided. D4: additional device information unknown / not provided. G4: premarket identification unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
It was reported that the locator fractured inside the implant and implant had to be removed. Tooth site 23.